Event description:
Patient was to receive 100cc/hr of formula feeding with water flush. Patient received 400cc h20 and formula was given as the "flush". Upon investigation it was noted that the cassette had been manufactured with the tubings reversed. The defective tubing was removed from service and replaced with a correct onedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: inadequate quality assurance, manufacturing, cassette. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.